Manufacturer narrative:
The affected needle was not received for investigation, neither was a picture provided. In review of 10 retention samples including the lot involved it was not possible to reproduce fault when slightly pulling the needle from the hub. At simulation experiments it has been demonstrated that bending the needle at angles around 40° and around 70° will not cause the needle to break even after 56 or 28 times of bending in opposite directions, respectively. Bending the needle at an angel of 90° will cause the needle to brake off after 10 times of needle bending in opposite directions. We conclude that the likely cause of the tip broke off is due to multiple wide angle bending. Our needles meet (B)(4) bending force requirements,during normal usage, there is no danger that the needle will break because they are designed to withstand many times of bending within the flexible limit. Device was not returned for evaluation.

Event description:
During use, needle separated from the hub and got stuck into the patient arm. End user is not sure if it broke or simply came off the hub. Patient has to undergo surgery to remove the needle, surgery lasted two hours. Surgery was done next day at ER. Patient is doing fine now.